Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String broken off tampon [device breakage] only 3-4 strings of cord attached [device physical property issue] case description: consumer reported via phone that tampon string broke off the tampon. No injury reported.

Event description:
String broken off tampon [device breakage] only 3-4 strings of cord attached [device physical property issue] probable manufacturing cause [manufacturing issue] case description: consumer reported via phone that tampon string broke off the tampon. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via phone that tampon string broke off the tampon. No injury reported.